Event description:
The pump was returned for investigation. Investigation revealed a dim display screen with discolored text. Evaluation also revealed that the force sensor calibration and force sensor resistance was out of specification. Contamination was observed on components of the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed large prime volumes. The pump failed to recognize the cartridge during the load step. Evaluation revealed that the force sensor calibration and force sensor resistance were out of required specifications. The pump was opened and contamination was found on the force sensor component. Evaluation also revealed display screen was dim and the text was discolored. (B)(6).